Event description:
Note: event date is unknown. It was reported to boston scientific corporation that a endovive low profile balloon replacements was used during an feeding tube replacement procedure on a (B) (6) female patient. According to the complainant, the balloon deflated and fell out. A new endovive low profile balloon was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
F10: these codes were selected by the manufacturer based upon information obtained from the user facility. D4 & h4: the complainant was unable to provide the suspect device lot number; therefore, the device expiration date is unknown. The complainant indicated that device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information received, a supplemental medwatch will be filed. Bsc reference: a00167684 / 1153581.